Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19083. It was reported that an asymptomatic patient's right ventricular and right atrial leads exhibited noise. The right ventricular lead was capped and replaced in a procedure on (B)(6) 2020. No intervention was performed on the right atrial lead due to difficult patient anatomy. The patient had no adverse consequences and was recovering.